Event description:
It was reported that air ingress and luer damage occurred. During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion, the sheath's valve was found to be damaged, allowing air ingress during aspiration when the farawave catheter was introduced. No air was observed entering the patient. The sheath was removed and replaced with another faradrive device, after which the procedure was completed successfully. No patient injury occurred, and the patient was well and recovered fully.